Event description:
During service the device failed pre-accuracy on channels a and b. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.